Event description:
A patient reported blood glucose results of "292 mg/dl, 186 mg/dl, 350, and 339 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.